Event description:
It was reported that the patient had been seen by the paramedics with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod for an unknown amount of time. The patient stated that the could not move or talk legibly. The patient was treated with a pouch of sugar. The patient was released the same day. The pod was still worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.